Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported noise anomaly was confirmed in the laboratory. Analysis found an outer insulation abrasion at 12.8cm from the connector pin. This abrasion is consistent with friction with the ICD can. The proximal cables were exposed in this area and the etfe coating was abraded through for one cable allowing contact with the ICD can which created noise that led to inappropriate therapy.

Event description:
It was reported that the patient received multiple inappropriate therapies due to noise. Positional movements revealed noise. The lead was explanted and replaced.